Event description:
It was reported that the ventilator's navigation ring was not working. There was no patient involvement. The investigation is ongoing.

Manufacturer narrative:
The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the front bezel to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.